Manufacturer narrative:
Additional information was received that the cause of the patients open sore was unknown, but the physician did not believe it was device related. It was also reported that the recent procedure did not contributed the event. The patient was placed on antibiotics.

Event description:
A report was received that the patient had an open sore that developed on her skin at the ipg site. No device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70/sc-2316-50, serial number: (B)(4), batch/lot number: 13721219/13999998/15147803, model/catalog description: linear st lead kit 70 cm/infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an open sore that developed on her skin at the ipg site. No device malfunction was suspected. The patient underwent an explant procedure.